Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was shattered and no longer responsive. Reportedly, the screen was shattered because the customer dropped the pump. Additionally, it was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The customer's blood glucose level was 120 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.